Manufacturer narrative:
Concomitant medical product: product ID 978b128 lot# va2l14m serial# implanted: (B)(6) 2022 explanted: (B)(6) 2023 other relevant device(s) are: product ID: 978b128, serial/lot #: va2l14m, ubd: 28-dec-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that subject in office (B)(6) 2022; states has stopped toviaz. All voiding symptoms have worsened since and return of urinary symptoms. Increased urgency, frequency and urge incontinence. Will restart toviaz and have interstim reprogrammed with rep. In office(B)(6) 2022; still has not seen rep due to family issues. Toviaz working ok for now. In office (B)(6) 2023; had reprogramming with a rep but no note in chart. He told her "device disconnected". Dr spoke with the rep and  explained it appears either the lead is faulty or has migrated. Needs to be replaced. The patient denied trauma or falls. During modification surgery on (B)(6) 2023 testing of the lead showed it was not generating any signal and there was no expected bellows or toe response. Ap/latera/x-ray pelvis: normal exam date of test: (B)(6) 2023  lead miscommunication/lead malfunction. The new lead was tested on both sides of s3. Case was made difficult due to the subject's aberrant anatomy and lead was replaced on (B)(6) 2023.  Resolved without sequelae (B)(6) 2023